Event description:
This lead was explanted and replaced one day after implant due to dislodgement. Replaced because the screw could no longer be retracted due to repeated reinsertion of the lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.